Manufacturer narrative:
The device was returned for analysis on 24-apr-2019, more than six years after the device had been explanted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. At a next step the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage was measured, revealing a depleted battery. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. Despite this damage, the inspection of the memory content demonstrated a normal device function while the ICD was implanted and in service. The memory data documented that the ICD activated the eri status on (B)(6) 2012 as a result of a normal and anticipated battery depletion. The charge consumption of the device as well as the battery depletion were normal and as expected, at least until the ICD was explanted on (B)(6) 2012. Therefore, based on the analysis results, it is reasonable to assume that the ICD was damaged due to mechanical forces after the device had already been explanted. In conclusion, the clinical observation resulted from a damaged integrated circuit of the electronic module. This was caused presumably by strong mechanical forces after the device had been explanted. The analysis of the device memory content demonstrated a normal behavior while the ICD was implanted and in service. There was no indication of a material or manufacturing problem.

Event description:
This device was returned without documentation from medtronic on 14-may-2019. The device could not be interrogated. Multiple attempts have been made to contact the explanting physician, but the reason for explant has not been confirmed at this time. Based on the results of the device evaluation received on 11-sep-2019, this event is reportable.